Event description:
Product analysis was completed on (B)(6) 2013. Analysis was performed on the returned handheld. The handheld was received without an ac adapter. During the analysis it was identified that the sync cable connector on the bottom of the handheld was damaged. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the handheld circuit board and attached cable receptacle. Additionally, it was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery that prevented main battery cover from seating properly and registering a false open battery latch condition. Although the main battery was swollen, it was able to hold a charge and power the handheld for over an hour. No other anomalies were identified. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury

Event description:
On (B)(4) 2013, it was reported that a handheld device had a connection problem, and the battery did not charge. The handheld device and software flashcard were received on (B)(4) 2013 and are currently undergoing product analysis.